Manufacturer narrative:
Concomitant medical products: 5076-45 lead implanted (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the diagnostics were not available on the implantable pulse generator (ipg) which was likely due to implant detect not being turned off. It was also reported that the right ventricular (rv) lead exhibited low impedance. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.